Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have been feeling a burning sensation on their left labia since the last time they saw their healthcare provider (hcp) about six months ago. Patient said their hcp made an adjustment on their therapy. Patient also mentioned they think that the burning sensation has increased the past months, so they try to sleep on their right side for the pain to subside a little but it does not help that much. Patient called their hcp today and they advised the patient to decrease the stimulation. Patient called medtronic and was able to connect to the therapy and decrease the stimulation from 1.3 to 1.1 on program 4. Patient said they felt the burning sensation decreasing just a little bit. Patient mentioned their hcp will call them back to make an appointment for the patient to get botox again. Patient stated they got botox to help with their overactive bladder about 3 months ago and it helped. Patient confirmed having 50% improvement in their symptoms but would like to get to a 100%.